Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was allowed 6 boluses per day and they were having problems with their ptm (personal therapy manager). The patient stated that they would go to give themselves a bolus and the controller would connect to the pump and they would have to restart the controller 1-2 times to get it to connect with the pump before it would deliver the bolus. The patient stated that the lag was getting worse. It used to be 11 minutes, but now it was up to 14 minutes. The agent walked the patient through clearing the data on the device which resolved the issue. With regards to the event date, the patient stated that the issue began a long time ago after the pump was implanted in september, but the last 3 months had been the worst.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.